Event description:
The account alleges that the head raises 4 to 5 inches when a weight is applied to the foot section, creating unintentional movement of the head section.

Manufacturer narrative:
The technician replaced the trendeleburg cylinders, which resolved the issue. The bed operates normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.